Manufacturer narrative:
(B)(4). No parts or recorder strips were returned to (B)(4) for evaluation due to blood contamination. Initially, it has been reported through the hot line that the pump experienced drain failure alarms and purge failure alarms. The css had the md and rn perform a manual purge and this resolved the drain failure issue. The md called the css back with purge failure alarms. The css trouble shot with the md and had him power the pump down and turn it back on. The pump began pumping without issue, but the css asked that the pump be sent to biomed to be checked. The pump was received in biomed. The biomed called the css and stated that cold trap was noted to be .5 full with blood. The biomed understood that blood had backed up to the pump pneumatic system. The css had the field service engineer contact the biomed for assistance. Other remarks: the pump was checked by the field service engineer. Blood was confirmed backed up in the pump. The pump assembly and related parts were replaced due to blood contamination. Additional information was received that there was an iab rupture with the pump. There were specks of blood found in the drive line tubing and backed up to the pump. Blood can only enter the iabp from an iab that develops a leak. The iab was discarded and no information was available. The IFU states: "intra-aortic balloon membrane perforation may occur during iabp therapy. The occurrence and severity of the iab perforation is unpredictable and may be due to patient physiology, accidental contact with a sharp instrument or by contact with calcified plaque resulting in membrane surface abrasion and eventual perforation. Large perforations are rare. Small perforations can result in asymptomatic release of gas. Perforation can cause blood to appear in the balloon catheter and driveline tubing." See MDR number 1219856-2015-00241 / (B)(4) for the related iab report. The iab was not returned for evaluation. No parts or recorder strips were returned to (B)(4) for evaluation due to blood contamination. A device history record (DHR) review was conducted for the iabp serial and lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the report of "purge failure" is confirmed based on the information provided to the clinical support specialist. The iabp was checked by the field service engineer and the iabp was found to be contaminated with blood from an iab leak. No parts were returned for evaluation due to contamination. The root cause of the complaint is likely due to the rupture of the referenced iab complaint.

Event description:
It was reported that the md called in reference to drain failure alarms/excessive drainage. The md was out of the unit when the clinical support specialist (css) called back. The css spoke to another md and an rn. They have received two drain failure alarms within 10 minutes of each other. Patient (pt) was in sr (sinus rhythm) 100bpm with no ectopy noted. The md checked the condensation bottle; it was 1/2 full. Md confirmed there was no condensation in the driveline. The css had the md and rn perform a manual purge and start pumping. The css gave the rn her cell number should the alarm recur within 20 minutes. At 1529 est md called the css back and said the pump was alarming, but now was saying purge failure. The css had him press reset and restart the pump. It tried to initiate pumping, but stopped after a few beats. Css then had the md verify a blinking red heart in the corner and that helium line was securely connected to the pump. The md verified both and tried to pump again, but received a purge failure alarm again. The css had him power the pump down and turn it back on. The pump began pumping without issue. The css asked that they switch pumps and send this one to biomed to be checked. The md verbalized understanding and said he would call back if they needed help. The css received no further calls. Length of time prior to event was approximately two hours. Another hot line call was received on (B)(6) 2015 from the clinical engineer (ce). The ce stated he cannot reproduce the drain/fluid alarm the unit reported. The ce also explained that the cold trap was 1/2 full. The ce asked the css if this meant the pump was contaminated if the bottle had blood in it. The css verified with the ce that the fluid in the bottle was red. The ce understood that this meant blood had worked through the entire pneumatic system. The css told the ce that she would call the unit for further information, but would have his field service representative (fsr) contact him for assistance. The css then called the unit and spoke to an rn; however, he is not the rn caring for the pt. The rn on the phone with the css stated the pump is pumping without issue. The rn did relay that the pt had gone back to the cath lab that morning due to alarms on the pump about helium loss. The css confirmed they were possible helium loss alarms. The css explained to the rn what was found in the pump from yesterday and my concern that the iab could have hole in it. The rn then reported that there were specks of blood in the driveline in the last six inches closest to the pump. The attending md called the md who inserted the iab and was told that the blood had been there since insertion. They thought maybe blood had gotten on the outside "somehow." The patient had possible helium loss alarms when the iab had been misplaced by pt movement and have not recurred. The pt is going to the or for CABG (coronary artery bypass graft). The pt is currently on the acat1+ ((B)(4)). At 1515est the css called the rn caring for the pt to follow-up. The pt was currently in the or and went in around 12pm local time. The rn stated there were no alarms. At 1616est the css called the sicu. The pt is still in the or and is anticipated to be there for another 2-4 hours. At 1930est the css called the unit and another rn relayed the pt had just been admitted from the or. At 2030est the css spoke to an rn who stated that the iab was left in place and the pump is pumping appropriately with no alarms. The specks of blood were still present at the base of the tubing close to the pump and the rn noted a couple of random specks closer to the hub of the iab. The css then spoke to the rn in charge. The css and rn discussed "to keep a close eye on the tubing to ensure no more blood appeared" and to contact the css should any alarms occur. Reference MDR #1219856-2015-00239 for the related iab report involving the same pt.

Manufacturer narrative:
(B)(4) device / parts will not be returned for evaluation.

Event description:
It was reported that the md called in reference to drain failure alarms/excessive drainage. The md was out of the unit when the clinical support specialist (css) called back. The css spoke to another md and an rn. They have received two drain failure alarms within 10 minutes of each other. Patient (pt) was in sr (sinus rhythm) 100bpm with no ectopy noted. The md checked the condensation bottle; it was 1/2 full. Md confirmed there was no condensation in the driveline. The css had the md and rn perform a manual purge and start pumping. The css gave the rn her cell number should the alarm recur within 20 minutes. At 1529est md called the css back and said the pump was alarming, but now was saying purge failure. The css had him press reset and restart the pump. It tried to initiate pumping, but stopped after a few beats. Css then had the md verify a blinking red heart in the corner and that helium line was securely connected to the pump. The md verified both and tried to pump again, but received a purge failure alarm again. The css had him power the pump down and turn it back on. The pump began pumping without issue. The css asked that they switch pumps and send this one to biomed to be checked. The md verbalized understanding and said he would call back if they needed help. The css received no further calls. Length of time prior to event was approximately two hours. Another hot line call was received on (B)(6) 2015 from the clinical engineer (ce). The ce stated he cannot reproduce the drain/fluid alarm the unit reported. The ce also explained that the cold trap was 1/2 full. The ce asked the css if this meant the pump was contaminated if the bottle had blood in it. The css verified with the ce that the fluid in the bottle was red. The ce understood that this meant blood had worked through the entire pneumatic system. The css told the ce that she would call the unit for further information, but would have his field service representative (fsr) contact him for assistance. The css then called the unit and spoke to an rn; however, he is not the rn caring for the pt. The rn on the phone with the css stated the pump is pumping without issue. The rn did relay that the pt had gone back to the cath lab that morning due to alarms on the pump about helium loss. The css confirmed they were possible helium loss alarms. The css explained to the rn what was found in the pump from yesterday and my concern that the iab could have hole in it. The rn then reported that there were specks of blood in the driveline in the last six inches closest to the pump. The attending md called the md who inserted the iab and was told that the blood had been there since insertion. They thought maybe blood had gotten on the outside "somehow." The patient had possible helium loss alarms when the iab had been misplaced by pt movement and have not recurred. The pt is going to the or for CABG (coronary artery bypass graft). The pt is currently on the acat1+ (sn(B)(4)). At 1515est the css called the rn caring for the pt to follow-up. The pt was currently in the or and went in around 12pm local time. The rn stated there were no alarms. At 1616est the css called the sicu. The pt is still in the or and is anticipated to be there for another 2-4 hours. At 1930est the css called the unit and another rn relayed the pt had just been admitted from the or. At 2030est the css spoke to an rn who stated that the iab was left in place and the pump is pumping appropriately with no alarms. The specks of blood were still present at the base of the tubing close to the pump and the rn noted a couple of random specks closer to the hub of the iab. The css then spoke to the rn in charge. The css and rn discussed "to keep a close eye on the tubing to ensure no more blood appeared" and to contact the css should any alarms occur. Reference MDR #1219856-2015-00239 for the related iab report involving the same pt.